Event description:
It was reported that cancelled procedure occurred. The patient presented for assessment for heart transplant. The opticross imaging catheter was selected for ultrasound examination of the target lesion. When the device was connected, there was no image and the device was exchanged. The second opticross catheter had the same issue and the procedure was cancelled.